Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent elevated glucose readings around 300 mg/dl overnight, with subsequent high ketone testing, and later identified a kinked cannula after changing infusion supplies; the user administered subcutaneous insulin by pen and glucose decreased to 131 mg/dl, then a new infusion set was inserted and insulin delivery was resumed with stable control thereafter. Symptoms included hyperglycemia with associated ketosis. Outcomes included transient interruption of automated insulin delivery, need for manual insulin administration, and restoration of therapy after infusion set replacement. Investigation included product-use troubleshooting, clinical follow-up, and review of infusion set function. Investigation of this case revealed an infusion set delivery issue consistent with a kinked cannula that impeded insulin flow and resolved after supply change. It was concluded that the event was related to an infusion set cannula kink leading to insufficient insulin delivery, with resolution upon replacement and education on infusion set selection and use.